Event description:
A caller reported a power source alert while using the tandem charging cable and wall adaptor, and attempts to remedy the issue by leaving the wall adapter plugged in did not lead to the pump charging. When trying a different wall adapter and charging cable, the issue persisted. There was no reported impact to the customer¿s blood glucose level. Technical support decided to replace the pump under warranty, provided that the customer used multiple daily injections (mdi) for insulin delivery in the interim. The customer was instructed to place the pump in storage mode before returning it using a prepaid label within ten days, which the customer understood and acknowledged.